Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The rate sense portion of the lead was capped and a new lead was also implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.